Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 10 unopened racepacks. Analysis and results: there are no previous complaints of this code batch. Received 10 closed samples. (B)(4) units were manufactured and distributed. There are no units in stock. Tested the knot pull tensile strength of the samples received and the results fulfill the requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. As stated in the premilene instructions for use: "when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked." Final conclusion: complaint is not justified. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take an action on the product. The customer will receive a credit note for one box of product as a quality courtesy. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). Right after opening the packaging the needle goes off the thread. (Needle detachment).